Manufacturer narrative:
An ht70 ventilator was returned to covidien/medtronic¿s failure analysis. An investigation was performed and the failure analysis te chnician reported that the reported condition was verified. The failure analysis technician updated the software to the current revision. The issue will continue to be internally investigated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator's display was frozen. The ventilator was not on a patient at the time of the event. The software of the ventilator was updated. The ventilator was returned and the customer reported condition was confirmed.